Event description:
It was reported that diagnostics revealed high impedances resulting in ineffective therapy. As such, surgical intervention took place wherein the extension was explanted and replaced to address the issue. Reportedly, issue was resolved post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that 2 extensions were explanted and replaced. Reportedly, effective therapy was restored post op.